Manufacturer narrative:
On 05-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Cheek caught on one of your oral-b heads [mouth injury]. Pain - inside cheek [oral pain]. It took us some time to dislodge her cheek - oral-b [device breakage]. Case narrative: parent reported via phone that their daughter's cheek got caught on the oral-b toothbrush head while she was brushing her teeth and had to be dislodged from her cheek. No serious injury was reported. On 02-sep-2024 via digital safety assessment survey: the patient was 14 years old and had pain inside her cheek. No medical professional was contacted. No serious injury was reported.

Event description:
Cheek caught on one of your oral-b heads [mouth injury]. Pain - inside cheek [oral pain]. It took us some time to dislodge her cheek - oral-b [device breakage]. Case narrative: parent reported via phone that their daughter's cheek got caught on the oral-b toothbrush head while she was brushing her teeth and had to be dislodged from her cheek. No serious injury was reported. On 02-sep-2024 via digital safety assessment survey: the patient was 14 years old and had pain inside her cheek. No medical professional was contacted. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.